Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During the visual inspection the tip was the spike was observed broken. The customer complaint is confirmed. The root cause has been identified as a supplier-related manufacturing assembly defect in the drip chamber. The manufacturer has been notified of this issue. The current process controls detection include 1) visual and dimensional sampling inspection to the component at incoming inspection area.

Event description:
The following has been reported: biomed reported: "tip of spike broke off. Patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: administration set breaks (any part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.